Event description:
It was reported that for the preceding 2 weeks the patient had felt some increased pain in her legs, so the night prior to report she used her remote to increase the stimulation. It was logged that she only used the patient programmer once every 6-8 months. It was noted that she turned the stimulation up too high, because when she moved in a certain position, the stimulation electrocuted her, meaning it felt like a shock or a jolt. It was noted the patient tried to use the patient programmer to turn the stimulation back down the night prior to report and was unable to . It was reported the programmer was "fried". It was noted the batteries got so hot that the patient could not touch them. It was logged that the patient was able to power on the programmer and see the sync screen, then it went blank again and would not power on at all. It was noted there was no corrosion in the battery compartment, and the correct battery type was used. It was further reported the patient was not able to turn her implant off, it was noted the batteries were very hot. It was logged the anomaly appeared to have occurred through product use, and no patient harm was reported.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n343399, implanted: (B)(6) 2012, product type accessory; product ID 8591-38, lot# d17702, implanted: (B)(6) 2012, product type accessory. (B)(4).